Event description:
Date notified: (B)(6) 2007. A model 706 ventilator (s/n (B)(4)) failed to operate on internal power. An inspection of the device revealed a broken trace on the printed circuit board. The printed circuit board was repaired, the device was tested to specifications and returned to the customer. No pt was involved at the time of the device failure.